Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging nasal/throat irritation or soreness. The patient alleges that her nose and upper lip was blistered, right eye inflammation, sinus infection and upper respiratory problems. There was no allegation of serious or permanent harm or injury. Medical intervention was not specified. An internal investigation was performed on the device. The manufacturer confirmed the device had no evidence of foam degradation. There was a secondary finding, error code e14. This issue is addressed in (B)(4). The device was returned to the manufacture and scrapped. At this time, no further investigation can be performed. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.